Event description:
Boston scientific received information that during a routine follow up, this left ventricular (lv) lead exhibited high pacing thresholds. An x-ray was performed and revealed a lv lead dislodgment. A revision procedure maybe performed in the near future. The patient is not pacer dependent and the lead was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
To date the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.